Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. As reported, the sealant of the three (3) 5f mynxgrip vascular closure devices (vcd) failed to deploy. The tamping tube sealant was stuck in the white tube when deflating the balloon and removing the mynx device. There was no reported patient injury. The user shuttle down completely. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle and with the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the tamp lock. The sealant was not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. The balloon was withdrawn through the advancer tube without problem during investigation. A product history record (phr) review of lot f2008303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not be confirmed during analysis of the returned devices. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the units. Therefore, no corrective actions will be taken at this time. Please note that this is one of three devices associated with the reported event, 3004939290-2020-01899, 3004939290-2020-01900 and 3004939290-2020-01900.

Manufacturer narrative:
The DHR could not be performed because the sterile lot number was not provided. The device was returned and the evaluation is pending but will be submitted within 30 days upon receipt. The entire UDI# is not available as the lot number is not available at this time. Please note that this is one of three devices associated with the reported event but the three numbers are not yet available but will be submitted with the last one listing all three. The first related number is 3004939290-2020-01899.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) failed to deploy. The tamping tube sealant was stuck in the white tube when deflating the balloon and removing the mynx device. There was no reported patient injury. The user shuttle down completely. The devices will be returned for evaluation.